Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation and associated h6 coding. Additionally, the following correction: d10 (concomitant medical products and therapy dates), concomitant device and therapy date added as inadvertently omitted in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes and the following deviations from instructions for use (IFU) was confirmed: sometimes the air/water nozzle was not flushed with air/water and it was unknown if the endoscope was immersed in detergent solution or if the air/water nozzle was flushed with detergent solution. Based on the results of the investigation, it is likely that the following led to the malfunction: deviation of the cds method from the instruction manual caused the foreign material to remain. The event can be prevented/detected by following the instructions included in: gif/cf/pcf-290 series, operation manual, chapter 3 - preparation and inspection. Gif/cf/pcf-290 series, reprocessing manual, chapter 5 - reprocessing of the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.